Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the infusion (administration) port. The leaks were discovered during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from november 19, 2021 - november 22, 2021. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed to the photograph and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.